Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with saline mentor smooth round high profile 270cc breast implants and experienced deflation on the left side and capsular contracture baker grade iii on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2020. This report is for the left breast prosthesis.

Manufacturer narrative:
On dec 23 2020, additional information was received indicating the replacement devices were mentor saline breast implants (serial numbers (B)(6)). The device was discarded post-explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the explantation date was rescheduled for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).